Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. Eleven days after the peritonitis onset, the patient was hospitalized. The patient reported they were treated with two kinds of antibiotics (unspecified) and "bags with antibiotics", however, this was not medically confirmed. Approximately twenty days after the peritonitis onset; dianeal therapy was discontinued, the peritoneal dialysis catheter was removed, and the patient was switched to hemodialysis. On an unknown date, the patient was discharged from the hospital. The patient was recovered from the peritonitis event, but hemodialysis therapy remained ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.